Event description:
The customer reported to olympus, the flex video scope tip fills up. It is unknown when the issue reported was found. The device was returned for evaluation. During the device evaluation, adhesive around light guide lens has foreign object and inside of light guide lens has foreign object was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found glue between z-block and distal end worn. The light guide lens has signs of corrosion inside and around the external glue. The reported fault was likely a result of wear and tear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. It was also discovered that there was insufficient angulation which was presumed to have been caused by excessive stress. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.